Event description:
The customer observed negatively biased phyt results for a patient sample on the vitros 250 analyzer. The result was released and questioned by a nurse. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into the event shows that retesting of the original sample yielded results that were consistent with the expected results. Qc results were acceptable. Results of precision tests are acceptable. The analyzer and slides are performing as expected. The technician involved in the event was a new technician on a night shift. The atypical results were flagged by the delta checks, but ignored by the technician. No sample remains for further investigation. The biased results are consistent with sample mix-up, but the investigation was unable to confirm the definitive cause of the event.